Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, after attempting to insert the sensor wire, it was noticed that it had detached and was in the skin at the insertion site. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. The sensor was returned for evaluation. A visual inspection was performed and the sensor wire and seal carrier were missing from the sensor pod. The complaint of a detached sensor wire was confirmed. The root cause could not be determined.